Event description:
Patient was implanted with a multiloc humeral nail, one unknown 4.0mm locking screw (distally) and two unknown 4.5mm multiloc screws (proximally) on an unknown date and developed an infection approximately 4 months post-op. Patient is osteomyelitic (has infection in the bone). The infection is reportedly centered in the left foot, and has now migrated to the humerus, causing a non-union. Surgeon returned the patient to the o.r. On (B)(6) 2013 to remove the multiloc humeral nail, one unknown 4.0mm locking screw and two unknown 4.5mm multiloc screws. The devices were reportedly removed without difficulty. There was no extension of surgical time, and the patient was not revised to any other hardware. This is 4 of 4 devices for this event reported on complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing and sterilization documents were reviewed and no complaint related issues were found.